Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented for magnetic resonance imaging (MRI) scan and the implantable cardioverter-defibrillator was put in an MRI testing mode. After completion of MRI, the patient experienced diaphragm stimulation and the device was found in back up vvi. The device was successfully restored and reprogrammed. The patient was stable before, during and after the event.